Event description:
Procedure type: inguinal hernia repair. According to the reporter: one of the screws fell out from the locking collar and the device would not stay in the locked position. The pin did not fall into the patient's cavity. Removed the trocar and used a new one. No injury reported. Or time was delayed approximately 5 minutes.